Event description:
Sorin group received a report that during a procedure the s5 system would not operate in the cardioplegia delivery mode but would operate in the cardioplegia recirculate mode. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed of sorin group (B)(4). Sorin group received a report that during a procedure, the s5 system would not operate in the cardioplegia delivery mode but would operate in the cardioplegia recirculated mode. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.